Event description:
Report received stating that during a craniotomy procedure, the tip of the footed attachment came off. The piece fell into the wound site but was quickly retrieved. There were no further complications observed and the case was successfully completed.

Manufacturer narrative:
Comments: the device has not been returned for eval. Our recommendation for factory service is based on the facility's usage, however, it should not exceed 24 months. This device has been in use for 30 minutes without any record of factory service. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff."